Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 8cm depth marking (no hole was found at the 12cm depth marking). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned and affected approximately half of the catheter circumference. Compressive build-up of the catheter, in the form of localized wrinkling, at and near the outside edges of the split. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Circumferential wrinkling of the catheter on the opposite side of the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that the patient complained of pain while infusing chemo. No pain prior to treatment. Nurse pulled back the PICC and allegedly found a hole at about the 12cm mark, causing chemo to allegedly leak into the tissue causing the patient pain. The catheter was removed on (B)(6) 2017 and a new catheter placed on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported by the nurse that the patient complained of pain while infusing chemo. No pain prior to treatment. Nurse pulled back the PICC and allegedly found a hole at about the 12cm mark, causing chemo to allegedly leak into the tissue causing the patient pain. The catheter was removed on (B)(6) 2017 and a new catheter placed on (B)(6) 2017.